Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to advance/remove the stylet, failure to capture, and lead sensing problem. The reported events of a helix mechanism issue and failure to remove the stylet were confirmed. The reported events of failure to capture and lead sensing problem were not confirmed. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to retract and extend. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for failure to remove the stylet was due to an over torqued inner coil at the connector region. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region and an over-torqued inner coil at the connector region.

Event description:
It was reported that a patient presented with loss of capture and p-wave amplitude variation on the atrial lead. The atrial lead was found to be dislodged. During lead revision, the physician was unable to advance stylet in the atrial lead and was unable to advance the helix. The physician elected to explant and replace the atrial lead. The patient was recovering following the procedure.